Manufacturer narrative:
Unit received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that customer's insulin pump is chipping at the reservoir compartment. Advised to discontinue use of the insulin pump. No additional info was provided.